Manufacturer narrative:
H4: the lot was manufactured december 1-4, 2023. The device was received for evaluation containing fluid in the bladder. When the fill port was opened, no evidence of leak was observed from the fill (injection) port. A functional leak test was performed and no there was no evidence of leak observed from the fill port or other parts of the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the injection (fill) port after introducing normal saline during preparation. The device was wiped dry, resealed, retightened the cap, and placed standing up right; however, the device was still leaking. There was no patient involvement. No additional information is available.